Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device discharged once at 200 joules and a second time at 300 joules and the pt was then moved into the ambulance. During transport the pt converted to a ventricular fibrillation heart rhythm and the device was charged, displayed a "pacer fault 117" message," and failed to discharge at 360 joules. Complainant indicated that the pt subsequently expired.